Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks on different occasions. Technical services (ts) discussed several troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service.